Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information received reported that the motor stall appeared to be on the same day of a refill. The cause of the stall was unknown and there was no known magnetic exposure. The device was exchanged due to the motor stall alarm. It was noted that there was no patient injury and that they were receiving drug without issues.

Manufacturer narrative:
(B)(4).

Event description:
It was later specified that the pump was used to infuse compounded baclofen and dilaudid. Other medications (oral, etc.) The patient was taking at the time of event included opana 10 oral every 6 hours. It was unknown how long the pump's motor stalled or what the cause of the stall. The patient complained of an increase in pain and spasms and indicated that the pump was alarming. Upon analyzing the pump, it was in motor stall mode. Analysis found the pump stalled on (B)(6) 2014. The pump was replaced on (B)(6) 2015 and the patient had recovered without permanent impairment.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis of the pump found gear train anomaly, stall due to shaft-bearing.

Event description:
It was reported that the patient heard an alarm. Telemetry confirmed a critical alarm was due to a motor stall. It was noted that the pump restarted on its own. The pump was replaced. The patient did not have withdrawal symptoms due to the stall. The pump was used to infuse baclofen and dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.